Event description:
Event verbatim [preferred term] got some pretty bad burns [thermal burn], large blisters on shoulder and back [blister], they have scarred pretty bad [scar], wraps were too hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap, via an unspecified route of administration from an unspecified date in the last two weeks of (B)(6) 2017 at an unspecified dosage for a pain in her shoulder and part way on her arm and pain in her back. Medical history included blood pressure from (B)(6) 2016, leg swelling from: (B)(6) 2017, and blood thinner therapy. Concomitant medicines included acetylsalicylic acid (aspirin) 325 mg to prevent any type of clotting. The patient went to doctor, he prescribed it to her and started her off on the high dose would probably change her to the 81 mg dose; amlodipine 10 mg for blood pressure; and unspecified medicine for blood thinner. The patient was calling about her experience with the thermacare product. She had three different boxes of 4 wraps, she did not purchase them together bought them separately (from the latter part of (B)(6) 2017 twice). The wrap looked like a butterfly design with four tape parts, two on each side, middle was where the heat source was. She used it how she was supposed to use it. It last for 8 hours and used it for that, during waking hours she used it. There were 12 wraps that she had used between her shoulder and back. She did not know the exact name of the heat wraps, but used them on her shoulder and upper back. She didn't understand how she didn't know it wasn't burning. The patient experienced burns and blisters explained that the wraps were too hot. The patient got some pretty bad burns described as burns that she got, they were not going away on an unspecified date in 2017. She put the product on in two different places and got burned in both areas. This event was for the burn she got on the right side of her back when she had the wrap on the right side of her back. This burn on her back hadn't completely healed up yet. Both areas of burns, on her back and on her shoulder were very significant burns. The burn on her back still had not healed up, it was in the healing process, it was scabbed over but had not healed up completely. She had no more pain in it. The burn on her back was improving, it had finally scabbed over on an unspecified date in 2017. Touching it there was no pain but last week there was pain when she touched the right side of her back. The burn on her back was not healing as quickly as the burn on her shoulder. She also experienced burns on her shoulder that her arm was sore and in pain so she had the product on her shoulder more than her arm. Burn was on her right shoulder, it started in the latter part of (B)(6) 2017 or beginning of (B)(6) 2017. The burn on her shoulder healed but they had scarred pretty bad. Explained she healed pretty quickly. It took the burn a week and a half to see some signs of real healing, where it wasn't hurting to the touch. Healed in the latter part of (B)(6) 2017. The burned on her shoulder have healed pretty well to where it was now but both the burns on her shoulder and back happened at same time and her back had not yet healed completely. Lasting effects was she had scarring. She was waiting for the burn on her shoulder to heal and it left scarring. The patient also experienced large blisters on shoulder and back on an unspecified date in 2017. It was started in either (B)(6) 2017. In (B)(6) 2017 the two blisters that were on her shoulder had since gone away, skin, and scabbed over. The blisters on her shoulder left eventually, the scalping fell off but scarring was there. On her back the blisters were still a raised type sores, taking longer to heal. The burns were too painful, she would not use it again. Her back hadn't healed up yet. She didn't think the medicine or whatever wouldn't have anything to do with the thermacare burning her body. It was too hot. She went through pain of burning she was pretty upset about that but she didn't expect scars to be there after it healed up. Went through pain and suffering of burns didn't expect the scars to be there. She permanent stopped. The patient confirmed there were no investigations. Treatment for event got some pretty bad burns included: waited for them to heal, put an antibiotic cream on the burns. It was basically all she did. She could not put anything on it right away, it was too tender. The burn on her back went pretty deep when she put her finger over the scarring on her shoulder she could feel an indentation. Action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. The outcome of event got some pretty bad burns was resolved with sequel in (B)(6) 2017. The outcome of event large blisters on shoulder and back was resolving. The outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: recoded suspect product to the appropriate code. Company clinical evaluation comment: based on the information provided, the events of "burn" "blister" "scarring" "it was too hot" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn" "blister" "scarring" "it was too hot" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] got some pretty bad burns and blisters [burns second degree] , they have scarred pretty bad [scar] , wraps were too hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. A 67-year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from an unspecified date in the last two weeks of (B)(6) 2017 at an unspecified dosage for a pain in her shoulder and part way on her arm and pain in her back. Medical history included blood pressure from (B)(6) 2016, leg swelling from: (B)(6) 2017, and blood thinner therapy. Concomitant medicines included acetylsalicylic acid (aspirin) 325 mg to prevent any type of clotting. The patient went to doctor, he prescribed it to her and started her off on the high dose would probably change her to the 81 mg dose; amlodipine 10 mg for blood pressure; and unspecified medicine for blood thinner. The patient was calling about her experience with the thermacare product. She had three different boxes of 4 wraps, she did not purchase them together bought them separately from the latter part of (B)(6) 2017 twice. The wrap looked like a butterfly design with four tape parts, two on each side, middle was where the heat source was. She used it how she was supposed to use it. It last for 8 hours and used it for that, during waking hours she used it. There were 12 wraps that she had used between her shoulder and back. She did not know the exact name of the heat wraps but used them on her shoulder and upper back. She didn't understand how she didn't know it wasn't burning. The patient experienced burns and blisters explained that the wraps were too hot. The patient got some pretty bad burns described as burns that she got, they were not going away on an unspecified date in 2017. She put the product on in two different places and got burned in both areas. This event was for the burn she got on the right side of her back when she had the wrap on the right side of her back. This burn on her back hadn't completely healed up yet. Both areas of burns, on her back and on her shoulder were very significant burns. The burn on her back still had not healed up, it was in the healing process, it was scabbed over but had not healed up completely. She had no more pain in it. The burn on her back was improving, it had finally scabbed over on an unspecified date in 2017. Touching it there was no pain but last week there was pain when she touched the right side of her back. The burn on her back was not healing as quickly as the burn on her shoulder. She also experienced burns on her shoulder that her arm was sore and in pain so she had the product on her shoulder more than her arm. Burn was on her right shoulder, it started in the latter part of (B)(6) 2017. The burn on her shoulder healed but they had scarred pretty bad. Explained she healed pretty quickly. It took the burn a week and a half to see some signs of real healing, where it wasn't hurting to the touch. Healed in the latter part of (B)(6) 2017. The burned on her shoulder have healed pretty well to where it was now but both the burns on her shoulder and back happened at same time and her back had not yet healed completely. Lasting effects was she had scarring. She was waiting for the burn on her shoulder to heal and it left scarring. The patient also experienced large blisters on shoulder and back on an unspecified date in 2017. It was started in either (B)(6) 2017. In (B)(6) 2017 the two blisters that were on her shoulder had since gone away, skin, and scabbed over. The blisters on her shoulder left eventually, the scalping fell off but scarring was there. On her back the blisters were still a raised type sores, taking longer to heal. The burns were too painful, she would not use it again. Her back hadn't healed up yet. She didn't think the medicine or whatever wouldn't have anything to do with the thermacare burning her body. It was too hot. She went through pain of burning she was pretty upset about that but she didn't expect scars to be there after it healed up. Went through pain and suffering of burns didn't expect the scars to be there. She permanent stopped. Upon received follow-up (09aug2017), the reporter further reported "after reading your letter, I thought it necessary to let you understand why there is no record of the theramacare product I used. I bought it in good faith trusting a brand I had reason to believe was safe for use so I really saw no need to keep the wrappings, but it burned my skin badly." The patient also reported that the burns were bad enough but lifetime scars have been left on her body in 3 different places. She bought the heat wraps at (pharmacy name) on 3 different occasions. She used them on her lower back, upper right arm in 2 places and each spot on her skin was burned. She was not going to worry about it just thinking the burns would heal and they did but left ugly lifetime scars. The patient confirmed there were no investigations. Treatment for event got some pretty bad burns included: waited for them to heal, put an antibiotic cream on the burns. It was basically all she did. She could not put anything on it right away, it was too tender. The burn on her back went pretty deep when she put her finger over the scarring on her shoulder she could feel an indentation. Action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. The outcome of event "got some pretty bad burns and blisters" was resolved with sequel in (B)(6) 2017. The outcome of the other even was unknown. The patient received the prepaid mailer and returned her thermacare product. According to the product quality complaint group: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Final confirmation status: not confirmed. A return sample has not been received at the site for evaluation as of (B)(6) 2020. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Follow-up (08aug2017): new information received from a contactable consumer included: the product was returned and amendment statement updated. Follow-up (09aug2017): new information received from product quality complaint includes: more events detail. Follow-up (11feb2019): follow-up attempts are completed. No further information is expected. Follow-up (10feb2020): new information received from product quality complaint includes: investigation results., comment: based on the information provided, the events of "burn blister" "scarring" "it was too hot" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Final confirmation status: not confirmed. A return sample has not been received at the site for evaluation as of 05feb2020.

Event description:
Event verbatim [preferred term] got some pretty bad burns and blisters [burns second degree], they have scarred pretty bad [scar], wraps were too hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date in the last two weeks of (B)(6) 2017 at an unspecified dosage for a pain in her shoulder and part way on her arm and pain in her back. Medical history included blood pressure from (B)(6) 2016, leg swelling from: (B)(6) 2017, and blood thinner therapy. Concomitant medicines included acetylsalicylic acid (aspirin) 325 mg to prevent any type of clotting. The patient went to doctor, he prescribed it to her and started her off on the high dose would probably change her to the 81 mg dose; amlodipine 10 mg for blood pressure; and unspecified medicine for blood thinner. The patient was calling about her experience with the thermacare product. She had three different boxes of 4 wraps, she did not purchase them together bought them separately (from the latter part of (B)(6) 2017 and in (B)(6) 2017 twice). The wrap looked like a butterfly design with four tape parts, two on each side, middle was where the heat source was. She used it how she was supposed to use it. It last for 8 hours and used it for that, during waking hours she used it. There were 12 wraps that she had used between her shoulder and back. She did not know the exact name of the heat wraps, but used them on her shoulder and upper back. She didn't understand how she didn't know it wasn't burning. The patient experienced burns and blisters explained that the wraps were too hot. The patient got some pretty bad burns described as burns that she got, they were not going away on an unspecified date in 2017. She put the product on in two different places and got burned in both areas. This event was for the burn she got on the right side of her back when she had the wrap on the right side of her back. This burn on her back hadn't completely healed up yet. Both areas of burns, on her back and on her shoulder were very significant burns. The burn on her back still had not healed up, it was in the healing process, it was scabbed over but had not healed up completely. She had no more pain in it. The burn on her back was improving, it had finally scabbed over on an unspecified date in 2017. Touching it there was no pain but last week there was pain when she touched the right side of her back. The burn on her back was not healing as quickly as the burn on her shoulder. She also experienced burns on her shoulder that her arm was sore and in pain so she had the product on her shoulder more than her arm. Burn was on her right shoulder, it started in the latter part of (B)(6) 2017 or beginning of (B)(6) 2017. The burn on her shoulder healed but they had scarred pretty bad. Explained she healed pretty quickly. It took the burn a week and a half to see some signs of real healing, where it wasn't hurting to the touch. Healed in the latter part of (B)(6) 2017. The burned on her shoulder have healed pretty well to where it was now but both the burns on her shoulder and back happened at same time and her back had not yet healed completely. Lasting effects was she had scarring. She was waiting for the burn on her shoulder to heal and it left scarring. The patient also experienced large blisters on shoulder and back on an unspecified date in 2017. It was started in either (B)(6) 2017. In (B)(6)2017 the two blisters that were on her shoulder had since gone away, skin, and scabbed over. The blisters on her shoulder left eventually, the scalping fell off but scarring was there. On her back the blisters were still a raised type sores, taking longer to heal. The burns were too painful, she would not use it again. Her back hadn't healed up yet. She didn't think the medicine or whatever wouldn't have anything to do with the thermacare burning her body. It was too hot. She went through pain of burning she was pretty upset about that but she didn't expect scars to be there after it healed up. Went through pain and suffering of burns didn't expect the scars to be there. She permanent stopped. Upon received follow-up (09aug2017), the reporter further reported "after reading your letter, I thought it necessary to let you understand why there is no record of the theramacare product I used. I bought it in good faith trusting a brand I had reason to believe was safe for use so I really saw no need to keep the wrappings, but it burned my skin badly." The patient also reported that the burns were bad enough but lifetime scars have been left on her body in 3 different places. She bought the heat wraps at (pharmacy name) on 3 different occasions. She used them on her lower back, upper right arm in 2 places and each spot on her skin was burned. She was not going to worry about it just thinking the burns would heal and they did, but left ugly lifetime scars. The patient confirmed there were no investigations. Treatment for event got some pretty bad burns included: waited for them to heal, put an antibiotic cream on the burns. It was basically all she did. She could not put anything on it right away, it was too tender. The burn on her back went pretty deep when she put her finger over the scarring on her shoulder she could feel an indentation. Action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. The outcome of event "got some pretty bad burns and blisters" was resolved with sequel in (B)(6) 2017. The outcome of the other even was unknown. The patient received the prepaid mailer and returned her thermacare product. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Follow-up (08aug2017): new information received from a contactable consumer included: the product was returned and amendment statement updated. Follow-up (09aug2017): new information received from product quality complaint includes: more events detail. Company clinical evaluation comment: based on the information provided, the events of "burn blister" "scarring" "it was too hot" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister" "scarring" "it was too hot" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] got some pretty bad burns and blisters [burns second degree], they have scarred pretty bad [scar], wraps were too hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap, via an unspecified route of administration from an unspecified date in the last two weeks of (B)(6) 2017 at an unspecified dosage for a pain in her shoulder and part way on her arm and pain in her back. Medical history included blood pressure from (B)(6) 2016, leg swelling from: (B)(6) 2017, and blood thinner therapy. Concomitant medicines included acetylsalicylic acid (aspirin) 325 mg to prevent any type of clotting. The patient went to doctor, he prescribed it to her and started her off on the high dose would probably change her to the 81 mg dose; amlodipine 10 mg for blood pressure; and unspecified medicine for blood thinner. The patient was calling about her experience with the thermacare product. She had three different boxes of 4 wraps, she did not purchase them together bought them separately (from the latter part of (B)(6) 2017 and in (B)(6) 2017 twice). The wrap looked like a butterfly design with four tape parts, two on each side, middle was where the heat source was. She used it how she was supposed to use it. It last for 8 hours and used it for that, during waking hours she used it. There were 12 wraps that she had used between her shoulder and back. She did not know the exact name of the heat wraps, but used them on her shoulder and upper back. She didn't understand how she didn't know it wasn't burning. The patient experienced burns and blisters explained that the wraps were too hot. The patient got some pretty bad burns described as burns that she got, they were not going away on an unspecified date in 2017. She put the product on in two different places and got burned in both areas. This event was for the burn she got on the right side of her back when she had the wrap on the right side of her back. This burn on her back hadn't completely healed up yet. Both areas of burns, on her back and on her shoulder were very significant burns. The burn on her back still had not healed up, it was in the healing process, it was scabbed over but had not healed up completely. She had no more pain in it. The burn on her back was improving, it had finally scabbed over on an unspecified date in 2017. Touching it there was no pain but last week there was pain when she touched the right side of her back. The burn on her back was not healing as quickly as the burn on her shoulder. She also experienced burns on her shoulder that her arm was sore and in pain so she had the product on her shoulder more than her arm. Burn was on her right shoulder, it started in the latter part of (B)(6) 2017 or beginning of (B)(6) 2017. The burn on her shoulder healed but they had scarred pretty bad. Explained she healed pretty quickly. It took the burn a week and a half to see some signs of real healing, where it wasn't hurting to the touch. Healed in the latter part of (B)(6) 2017. The burned on her shoulder have healed pretty well to where it was now but both the burns on her shoulder and back happened at same time and her back had not yet healed completely. Lasting effects was she had scarring. She was waiting for the burn on her shoulder to heal and it left scarring. The patient also experienced large blisters on shoulder and back on an unspecified date in 2017. It was started in either may or (B)(6) 2017. In (B)(6) 2017 the two blisters that were on her shoulder had since gone away, skin, and scabbed over. The blisters on her shoulder left eventually, the scalping fell off but scarring was there. On her back the blisters were still a raised type sores, taking longer to heal. The burns were too painful, she would not use it again. Her back hadn't healed up yet. She didn't think the medicine or whatever wouldn't have anything to do with the thermacare burning her body. It was too hot. She went through pain of burning she was pretty upset about that but she didn't expect scars to be there after it healed up. Went through pain and suffering of burns didn't expect the scars to be there. She permanent stopped. The patient confirmed there were no investigations. Treatment for event got some pretty bad burns included: waited for them to heal, put an antibiotic cream on the burns. It was basically all she did. She could not put anything on it right away, it was too tender. The burn on her back went pretty deep when she put her finger over the scarring on her shoulder she could feel an indentation. Action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. The outcome of event got some pretty bad burns was resolved with sequel in (B)(6) 2017. The outcome of event large blisters on shoulder and back was resolving. The outcome of the other event was unknown. The patient received the prepaid mailer and returned her thermacare product. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Follow up (08aug017): new information received from a contactable consumer included: the product was returned and amendment statement updated. Company clinical evaluation comment: based on the information provided, the events of "burn blister" "scarring" "it was too hot" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister" "scarring" "it was too hot" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.